Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this right atrial (ra) lead was inserted into the right ventricular (rv) port. The ra port was then plugged. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was inserted into the right ventricular (rv) port. The ra port was then plugged. The lead remains in service. No adverse patient effects were reported.